Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed, as evidenced by the latch clicking and the remote manager being positioned upside down, which suggested a latch issue. A field service engineer replaced the latch and re crimped the harness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager consistently failed. The malfunction occurred when a user attempted to access medication for patients, without causing any delay to patient care. There were no adverse events or injuries reported based on this event.